Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted in a steerable guide catheter (sgc). While inserting the clip introducer (ci) into the hemostasis valve, saline was lost. The ci was re-inserted; however, saline was lost again. Therefore, the clip was removed and replaced. The procedure was continued with a new xtw clip, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak / splash associated with the clip introducer leak could not be determined, as no issue was identified during analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.